Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1002. It was reported the pt was not receiving effective stimulation and was experiencing unintended stimulation in her ribs. An sjm representative met with the pt and reprogramming was unable to resolve the issue. X-rays were taken and showed both leads have migrated. Surgical intervention is pending to address the issue.